Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. However, the field service engineer of olympus europa se & co. Kg (oekg) checked the subject device on-site. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported image issue (no image) was attributed to the failure of the printed circuit board of the subject device, and also surmised that the reported scope communication error b30 was attributed to the electrical connection failure due to the user connecting the video connector of the endoscope to the subject device without sufficiently drying the electrical contacts of the video connector, or due to the user connecting the video connector of the endoscope to the subject device with dust or dirt adhered to the electrical contacts of the subject device and/or the endoscope. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the field service engineer of olympus (B)(4) checked the subject device on-site and found that the reported phenomenon (no image) was duplicated due to the failure of the print circuit board of the subject device, and also found that the scope communication error b30 occurred on the subject device due to the failure of the print circuit board of the subject device. The reported problems have already been resolved on-site. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device at the user facility, it was found that when evis 180/160/165 series videoscopes were connected to the subject device, the endoscopic image of the subject device was not displayed on the monitor, or stripes pattern appeared in the endoscopic image of the subject device . The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.